Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed internal cannula tear is related to action #98586. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cza1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 300 mg/dl after more than 48 hours of pod wear on the arm. It was further noted that blood glucose levels began to increase during the night at approximately 3:00 am and did not decrease despite administering two correction bolus doses. The patient removed the pod and managed the elevated blood glucose levels with a manual insulin injection. Upon removal of the pod, the patient reported observing blood inside the device. The device was returned for investigation, and an internal cannula tear was identified.